Manufacturer narrative:
The investigation has been completed. As per the clinical information provided, the patient was transferred after impella insertion to another hospital and hematoma was noticed by the medical doctor while undraping. Activated clotting time was said to be around 300, but the timing of the transfer is unclear. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient information was provided. Clinical information mentioned that after the patient was moved to a different facility through helicopter, the medical doctor stated that the pump was seated deep which was discovered during echocardiogram. Clinical information mentioned that while repositioning the pump, the sterile sleeve of the pump was accidently torn by the doctor which was later controlled by tegaderm. There is a lack of information on positioning of device prior to transfer and the exact timing of the transfer/discovery of improper positioning, as well as any patient conditions. The cause of the positioning issue was not determined due to lack of clinical details and no product was returned. The sterile sleeve damage occurred during the repositioning and thus is captured under positioning. B.2 required intervention was selected incorrectly on the initial manufacturer device repor number 1220648-2025-25342. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2025-25342 was submitted in accordance with updated procedures.

Event description:
The complainant reported that the md place impella cp for support as the patient had a spiral dissection from the lm-lad. The impella was inserted without difficulty and started in auto. Md elected to fix the lad. Repo sheath inserted and sutured to the patient. Removing the drape, staff noted that there was a hematoma on the left groin where the impella and 6fr central line was. Manual pressure was held on the groin. Echo was performed by the bedside which showed that the impella was too deep. Md adjusted the impella but the sterile sleeve was torn in the process. Md attempted to reattach the sleeve with sterile tegaderm, and the patient was prepped and transferred by careflite to another facility. The patient coded overnight. Rn staff stated that patient was on rapid infusions and that patient possibly had coagulopathy disorder. Rn reported that the patient was bleeding from all access line points, eyes, and nose. No further information or details were given. The patient expired after 11 hours of impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿